Event description:
New information notes that the patient was doing fine post procedure.

Event description:
It was reported that the pulse generator exhibited back up vvi operation. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).